Manufacturer narrative:
Exemption number e2015058. (B)(4).

Event description:
Device switching on and depleting pad-paks. No patient involvement.

Manufacturer narrative:
The device history records for the sam 300p were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the 20th may 2009. Previous experience has shown that faults of the reported nature can be characterised by multiple manual power ups, mainly of ten minutes duration, due to a membrane failure. In this case, the random nature of the events stored in the memory, the 10 minute time outs and the measurements taken during the course of the investigation would confirm a failing membrane. Additionally, the multiple manual powerups and the excess current drain measured during the investigation would account for the depletion of both returned pad-paks. The faults could not be replicated with a known good membrane installed. The returned sam 300p is now outside of its warranty period and will be scrapped.

Event description:
Device switching on and depleting pad-paks. No patient involvement.